Event description:
It was reported 4 bd alaris smartsite needle-free valves had flow issues. The following information was provided by the initial reporter: "fluid could not be flushed through the needle free connector (nfc), even when it was not connected to a line."

Manufacturer narrative:
Investigation summary: two samples were received for investigation in opened packaging from the provided lot number. No connecting products were received. Functional testing involved connecting both received products to a 50ml syringe from stock and flushing fluid through; no occlusions or flow restrictions were observed, and the piston of both returned products opened upon connection to the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for the provided lot number did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned devices. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the device to ensure the consistent opening of the piston when the device is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned samples, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the reported occlusion. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the device and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product was not returned, and the reported occlusion was not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. Please note, in order to minimize reports for occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of fluorosilicone is injected into each device. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the material number in the past 12 months.